Manufacturer narrative:
A spacelabs product support specialist (pss) reviewed logs and found that all nine identified channels were hosted by the same receiver. The logs also showed evidence that the receiver was unable to communicate with quad receiver card (qrc) 3 following an unexpected restart on (B)(6) 2022. There is not enough information available in the log files to determine the exact cause of the communication issues between the xtr and qrc. A spacelabs field service (fse) was dispatched to further evaluate the telemetry system. The fse restarted the host receiver to resolve the reported issue. Although restarting the receiver resolved the reported issue, the root cause could not be determined. Should any additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.

Event description:
Spacelabs healthcare was notified that nine beds connected to the xhibit telemetry receiver (xtr) system went offline unexpectedly. There is no patient or user harm reported with this event.